Event description:
Customer reported he was experiencing a low event and the sensor was reading 130 mg/dl and blood glucose was 18 mg/dl. Paramedics arrived due to low. Customer stated the device had also alarmed calibration error during the time of the event. Customer stated he calibrated the sensor after the paramedics finished and system started trending correctly. Customer was not sure what caused the low. By the time paramedics arrived customer's blood glucose was 35-40 mg/dl. Customer was able to drink juice so paramedics only monitored and then left. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacture report number 2032227-2014-62055.